Event description:
It was reported that surgeon was unable to aspirate from the catheter. Fluro showed the catheter had a severe kink at the subclavian. "The reporter stated the problem is where the catheter curved into the subclavian, it was not a severe curve."